Event description:
It was reported the pt was admitted to the ICU for possible overdose or underdose. The hcp reported the pt was "dosed wrong" using the 8840 programmer. The dose, concentration, and drug in the pump were not reported. No symptoms or outcome were reported. Add'l info has been requested a follow-up report will be submitted if add'l info becomes available.